Manufacturer narrative:
A device history record (DHR) review was performed and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. All device history records are reviewed for accuracy prior to product release. A sample was received for analysis and investigation. The catheter presented signs of use. Visual inspection was performed and it revealed two pinholes on the venous extension. The extensions did not present others marks. Additionally, the clamps were reviewed and as a result did not have irregularities. In order to confirm the reported condition functional tests were required. The sample returned was submitted to underwater testing and bubbles were detected. They were coming out of two pinholes on the venous extension of the catheter. The arterial extension did not show bubbles during the test. In addition, the pinholes were magnified and short longitudinal cuts were observed. An ishikawa diagram was used to determine the potential causes for this event. The manufacturing process was reviewed to determine potential points of damage to the extension. The result was that the operations that are applied to the extension are light and the handling of the pieces is manually done, there is no use of sharp objects or other similar instrument that could have generated the hole found during visual inspection. As per the instructions for use (IFU), the customer has to perform a visual inspection before using the device and states clamping the catheter repeatedly in the same spot could weaken the tubing. The IFU states to exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. The reported condition was not identified prior to insertion of the catheter. Per procedure, manufacturing performs 100% pressure (leak) testing. This reported issue has been confirmed. Based on the available information it can be concluded that the product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time. The most probable root cause can be considered as misuse; the extension was more likely damaged during use, caused due to the inappropriate use of sharp objects, repeated clamping or other similar damage. The available evidence did not allow linking the reported event to manufacturing activities. No trends or triggers have been found. Occurrence was found higher for this failure mode compared with the expected occurrence of harm. For this reason, an evaluation was performed and this risk trigger will be leveraged on a corrective and preventative action (CAPA). It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that blood leakage was found at the extension tube.

Manufacturer narrative:
Submit date: 1/13/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states that blood leakage was found at the extension tube.